Event description:
Terumo medical received an FDA medwatch report # 2000330000-2026-8013. The event description states: "from staff of product failure: radial compression band failed to hold air in the balloon, resulting in failure to maintain hemostasis of the radial arteriotomy site post heart cath. A small amount of bleeding occurred, but this occurred under direct observation of the scrub assistant who had just applied the band, so manual pressure was immediately applied to prevent any further bleeding. The compression band was replaced and no further issues occurred."

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided . A5: .: requested, not provided. A6: race: requested, not provided. B3: date of event: (B)(6) 2026 d6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: other healthcare professional. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.